Manufacturer narrative:
See see d2a, d4, d10., g4, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2021-00214; 341-01-106, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, due to instability, the patient required revision surgery.